Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace insert blade broke off and fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace insert was analyzed and found to have a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.36" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. The root cause of the broken blade is typically attributed to mishandling/misuse. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace insert blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert blade broke off and fell inside the patient's abdominal cavity. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the device was reportedly inspected prior to use, and no issue was noted. The device performed as intended up until it broke. The device did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was grasping tissue at the time of the event. The customer confirmed that all fragments were retrieved as only half of the device blade was broken. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The device was removed with no resistance through the cannula. A video recording of the procedure is available, but it has not yet been received as of the date of this report.